Manufacturer narrative:
The programmer remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device replacement procedure, the pacing system analyzer (psa) function on this programmer was used. The device being explanted was still connected to the right atrial (ra) lead and the right ventricular (rv) lead was to be tested with the psa. However, pacing on the rv lead was inhibited because the signal from the device was being detected. The patient was asystolic so the emergency (stat) pacing feature on the psa (vvi, 60 bpm, 7.5v) was activated. The same problem occurred; the psa did not pace because the signal from the device was still being detected. The patient experienced syncope and the physician disconnected the device from the ra lead, then pacing on the rv lead with the psa occurred. The procedure was completed with no further issues reported. The physician believed having emergency pacing on the psa at vvi was not safe and voo should be the mode to avoid inhibition if a signal is detected. It was noted that stat pacing at vvi mode was consistent with other manufacturer's psas. No additional adverse patient effects were reported.